Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received an unspecified sensor scan result that was lower than she felt. The customer reported experiencing symptoms of a stiff hand which she was unable to move and felt like she was "going to have a stroke". The customer presented to an hcp, where a reading of 820 mg/dl was received on the hcp meter. The customer was treated with insulin, which brought her blood glucose level down to 103 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received an unspecified sensor scan result that was lower than she felt. The customer reported experiencing symptoms of a stiff hand which she was unable to move and felt like she was "going to have a stroke". The customer presented to an hcp, where a reading of 820 mg/dl was received on the hcp meter. The customer was treated with insulin, which brought her blood glucose level down to 103 mg/dl. There was no report of death or permanent impairment associated with this event.